Event description:
It was reported that an ilet user experienced persistent high glucose readings above 300 mg/dl for more than 90 minutes, with no downward trend after a recent infusion site change; the agent advised testing for insulin drops and performing an additional site change, and the user reported no bent cannula or scar tissue issues. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included user troubleshooting and education regarding infusion site function and insulin delivery. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction or component defect identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.